Event description:
Consumer called because her meter is giving erratic readings. Analysis run on consensus error grid using mean reading (201) as ref. Point vs. Bd readings (413, 124, 66) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.